Event description:
Non-invasive blood pressure unit appears to compromise pt safety/care. The programing on all units function the same way. If the unit is set to take readings at set intervals and the rn presses the interval button either on purpose or by accident the unit stops taking readings until the start button is pressed. Rptr believes the unit should continue taking readings at the previous interval until the start button is pressed, or the hold button or the on/off button is pressed, because if a rn forgets to press the start button she gets no readings either at the new or old interval setting.